Event description:
One incident is reported of difficulty using the venous injection site. The syringe was attached to the injection site but medication could not be administered. Extra pressure was needed to push the medication into the circuit which caused a crack on the injection site. A blood leak occurred when the syringe was removed. The syringe was reattached and left in place for remainder of treatment. MDR is filed for unk amount of blood loss. No pt injury or need for medical intervention is reported.